Event description:
It was reported that during a follow-up, one week post-implant, low r-wave sensing was observed. Lead was repositioned successfully. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).